Manufacturer narrative:
Perforation is labeled in the IFU. Event evaluation: still under investigation at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2009. The pt was not suitable endovascular repair because the pt's proximal neck was short. During the procedure, the physician recognized a proximal type I endoleak. So the physician placed another manufacturer's stent and resolved the endoleak. (1820334-2011-00067). The pt reported anemia and the physician did follow up on (B)(6) 2010. Then the physician recognized the suprarenal stent was penetrated and a false aneurysm occurred. The physician decided the pt keep under observation because the pt has experienced a few open surgeries in the past. The pt kept under observation.